Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with shortness of breath. The atrial lead exhibited oversensing resulting in inappropriate auto mode switches episodes. Chest x-ray was performed and the physician suspected lead dislodgement. No intervention was reported. Patient was stable. No further information was provided.